Manufacturer narrative:
Imdrf impact code f05 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to a spyscope ds ii access & delivery catheters and spyglass ds - digital controller that were used in the same patient and procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds - digital controller were used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2023. During the procedure, the image from the spyscope ds ii was lost approximately twenty minutes into the procedure. An electrohydraulic lithotripsy (ehl) was used in combination with the spyscope ds ii to perform lithotripsy; however, the image was lost. The procedure was not completed due to this event and was rescheduled on (B)(6) 2023. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to a spyscope ds ii access & delivery catheters and spyglass ds - digital controller that were used in the same patient and procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds - digital controller were used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2023. During the procedure, the image from the spyscope ds ii was lost approximately twenty minutes into the procedure. An electrohydraulic lithotripsy (ehl) was used in combination with the spyscope ds ii to perform lithotripsy; however, the image was lost. The procedure was not completed due to this event and was rescheduled on (B)(6) 2023. There were no patient complications reported as a result of this event. Additional information was received on march 09, 2023: it was reported that the controller has been tested since this event and worked as intended.

Manufacturer narrative:
Additional information: b5. Correction: h10. Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10 the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was not displayed. Articulation of the working length did not cause a change in image. X-ray imaging of the distal tip showed problems with the redistribution layer (rdl) in the form of corrosion characterized by cloudiness and light soldering. Potential camera wire damage was observed near the distal end in the form of a break in conductor continuity. No camera wire damage was observed more proximal in the pebax region of the catheter (proximal to the working channel sleeve). X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problems with the camera wires in the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. Visual inspection of the distal camera wires confirmed procedural residue in the optics lumen and the presence of camera wire damage in the form of corrosion which indicates that the wire was exposed to procedural fluid. The reported event was confirmed. During x-ray assessment, potential camera wire damage near the distal tip was observed in the form of a break. Upon initial insertion of the device, there was no live image. Visual inspection of the camera wires confirmed the presence of camera wire damage in the form of conductor material corrosion. The condition of the wires suggests that damage to the insulation of the camera wires occurred due to camera wire handling during the manufacturing process (possibly during camera potting, fiber routing, and/or pof potting). Process controls were implemented on the manufacturing line to minimize the occurrence of this problem. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The process changes and tool change are being monitored for effectiveness and will be escalated should an excursion be observed. Furthermore, evidence of fluid ingress was observed through visual inspection; procedural residue was seen on the camera wires at the distal tip and on the pofs in the breakout region at the handle. Signs of corrosion were also seen on the camera wires during visual inspection. The reported event suggests that the device functioned for approximately 20 minutes before image was lost. If damage to the camera wire was present during use, it likely did not affect the image until fluid entered the optics lumen. Several pathways inherent to device design at the tip of the device would allow fluid from the procedure, like saline, to backflow up into the optics lumen. Based on analysis findings and complaint details, it is likely that fluid backflow into the optics lumen, paired with the damage to the insulation of the camera wires, allowed for procedural fluid to contact and corrode the exposed conductors during the procedure, which created an electrical short/disruption to the camera signal, and then caused the reported visualization problem. Based on all gathered information, the most probable cause for the visualization problem is due to fluid backflow into the optics lumen and the investigation will be assigned the cause code of cause traced to device design. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to a spyscope ds ii access & delivery catheters and spyglass ds - digital controller that were used in the same patient and procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds - digital controller were used in the bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2023. During the procedure, the image from the spyscope ds ii was lost approximately twenty minutes into the procedure. An electrohydraulic lithotripsy (ehl) was used in combination with the spyscope ds ii to perform lithotripsy; however, the image was lost. The procedure was not completed due to this event and was rescheduled on (B)(6) 2023. There were no patient complications reported as a result of this event. Additional information was received on march 09, 2023: it was reported that the controller has been tested since this event and worked as intended.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. The returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was not displayed. Articulation of the working length did not cause a change in image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). Potential camera wire damage was observed near the distal end in the form of a break. No camera wire damage was observed in the pebax region of the catheter. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problems with the camera wires in the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. The reported event was confirmed. During x-ray assessment, potential camera wire damage near the distal tip was observed in the form of a break. Upon initial insertion of the device, there was no live image. It is likely that the damage to the camera wire, as well as handling of the device during procedure, created a break in connection of the camera during the procedure, which then caused the reported visualization issue. Based on all gathered information, the probable cause for the visualization issue due to distal camera wire damage is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.